Event description:
It was reported that the patient¿s ipg does not communicate with external devices. Reportedly, the patient recently had a gastroscopy.

Manufacturer narrative:
(B)(6). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
H1 - type of reportable event update to serious injury.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue.